Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Post market vigilance (pmv) led an evaluation of the device. The visual inspection of the returned product noted the unit had disrupted timing and a tack protruding. The handle was actuated and nine tacks deployed but did not seat properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition is caused by an instrument that has been exposed to excessive force while applying helixes to a surface. If a helix is fired over improper surfaces it can provoke the exertion of excessive force to the handle causing the unit to disrupt the timing and to a possible jam. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a laparoscopic incisional hernia repair procedure, tacks were not firing properly from the device. The tacks that were fired did not affix the mesh properly. Additionally, clips disengaged into the patient cavity and had to be removed. To complete the procedure, another tacking device was used. No patient injury or extension in surgical time.